Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. On the same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with vancomycin injection (1gm, alternate days) and ceftazidime injection (1gm, daily) for peritonitis. At the time of this report, the patient has recovered and was discharged. Pd therapy was restarted again and was ongoing. No additional information is available.